Manufacturer narrative:
The esu and some accessories (i.e., footswitch and bicap adapter) were returned and evaluated. The generator and accessories were found to be working as intended. Furthermore, a technical safety check was performed on the unit to confirm that all features were/are functioning properly. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Most specifically the output power in the forced coag mode was found to be within specification and, in fact, at the lower end of the acceptable range. Therefore, the staff's report of a hotter coagulation was not verified. Also, no anomalies were found in the device history record (DHR) for the generator. As a result, no failures/defects were found with the esu and returned accessories that would have caused or attributed to the event. To further address the situation, the customer will be instructed to check or have an evaluation performed on all the other involved accessories (i.e., active cord, instruments- e.g., snare wire, etc.) To ensure that they are working properly. A faulty resuable cable or instrument may be the cause of the reported intermittent problem of a "hotter" coagulation. However, no conclusive determination as to the cause of this situation could be made. A response letter for the account is being provided and our rep is to perform additional training at the medical center. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that the electrosurgical unit (esu/generator) was involved in a patient incident. During a colonoscopy, a polypectomy was performed. The settings were forced coag @ 25 watts. The medical personnel were concerned that the coagulation was very hot during the procedure. The physician said that the forced coag setting has been intermittently hot. Nonetheless, the patient felt discomfort (gas/pain) later on and went to the emergency room. A perforation was found in the colon and surgery was performed. The patient is recovering fine now.